Event description:
A report was received that the patient was having limited coverage due to high impedances on several contacts of the patient¿s leads. The patient underwent a revision procedure wherein the leads were replaced. Lead fracture was confirmed after the procedure. The patient was doing well post-operatively.

Event description:
A report was received that the patient was having limited coverage due to high impedances on several contacts of the patient¿s leads. The patient underwent a revision procedure wherein the leads were replaced. Lead fracture was confirmed after the procedure. The patient was doing well post-operatively.

Manufacturer narrative:
Additional suspect medical device component involved in the event: model #: sc-2218-50, serial #: (B)(4), description: linear st lead, 50cm.

Manufacturer narrative:
Sc-2218-50 (sn (B)(4)). Device evaluation indicated that the lead passed mechanical test performed. The complaint had been confirmed. Multiple cables were completely broken at the bent/kinked location of the lead. This location appeared to be the suture site. The broken cables resulted in the reported complaint of high impedance. Sc-2218-50 (sn (B)(4)) device evaluation indicated that the lead passed visual, electrical, mechanical and photographic imaging tests performed. The complaint was not verified. Device exhibited normal device characteristics.